Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported to an abbott employee that a trifecta gt valve was explanted on the week of (B)(6) 2020. Specific date was not provided. The device was explanted due to calcification, and an unspecified device was implanted.

Manufacturer narrative:
The reported event of explant of the device after an unspecified implant time was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.